Event description:
It was reported that the product was opened and handed to the scrub nurse. It was reported that the scrub nurse noticed a hair on the implant. Either an eye lash or eye brow hair. It was reported that a second product was opened and used for the case.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event (¿¿noticed a hair¿¿) was confirmed. Review of the DHR, in particular the packaging process, revealed no discrepancies. The item returned was documented as having met specifications prior to distribution. Upon receipt the card board box was found without overwrap foil and with a peeled off tyvek® lid. Inspection of the packaging showed that there was a hair (a kind of eyelash or eye brow) inside the blister taped with a scotch tape. The exact root cause could not be determined; a manufacturing / packaging issue could not be excluded.

Event description:
It was reported that the product was opened and handed to the scrub nurse. It was reported that the scrub nurse noticed a hair on the implant. Either an eye lash or eye brow hair. It was reported that a second product was opened and used for the case.